Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: the pump's black box showed evidence of unexplained pump reboot events beginning on (B)(6) 2017. The pump powered on to a blank display screen. The battery cap was able to tighten properly to the pump. There was a battery compartment cracked observed in the u-groove area of the pump. There was no evidence of contamination inside the battery compartment. There was evidence of moisture contamination inside the pump. The alleged power complaint could not be investigated as a result of the blank display screen.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.